Event description:
It was reported that the patient's right ventricular lead exhibited high, out-of-range defibrillation impedance in all vectors involving the svc coil. The high impedances were noted previously via remote transmissions. The patient's shock vectors were reprogrammed. The patient was stable.